Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a sensor that would not complete the two hour warm up. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was preformed on the transmitter, resulting in .21 volts. A pairing test was performed on the transmitter and it passed. Data share log was reviewed, finding a loss of communication on the issue date. A functional test was performed on the transmitter and passed. Based on the finding of a loss of communication this is being reported. The complaint was confirmed based on the finding of a loss of communication on the date of issue. The root cause could not be determined post investigation.